Event description:
Customer reported low blood glucose symptoms with result of 50 mg/dl obtained on the compact plus system. Customer self treated by eating and drinking. Low blood glucose symptoms improved, and customer tested 300 mg/dl 10 minutes after result of 50 mg/dl. 1-2 minutes later customer tested 120 mg/dl, and then 1-2 minutes later tested 110 mg/dl. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.